Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was suspected of far field r-wave (ffrw) oversensing. Follow-up was attempted with the physician; however, no additional information could be obtained. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. The analyst noted that there was no insulation breach or conductor fracture in vivo was observed on the distal portion received. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. Analysis of the device memory indicated atrial undersensing. Analysis of the device memory indicated diminished atrial sensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further report that the ra lead was undersensing and had low p waves. The lead was explanted and replaced. No patient complications have been reported as a result of this event.